Manufacturer narrative:
(B)(4). Study download was observed. Complaint confirmed. Investigation indicates the reported defect occurred or likely occurred due to capsule failure.

Event description:
Physician reported a short video from pillcam sb3 capsule. The capsule signal strength was fine until the patient swallowed. The signal then dropped due to anatomical reasons. Physician stated that it appeared that the capsule was stuck in the esophagus, not having had reached the stomach during the procedure. After 10 minutes of lost signal, the customer ended the study, disconnecting sensor belt. X-ray confirmed patient capsule is no longer stuck in the patient's esophagus.